Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 01/22/2010, 02/09/2010, 02/11/2010, and 02/12/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported, a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. Additional information has been requested.